Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that there was an emergency room visit for their high blood glucose levels. Customer's blood glucose value at the time of emergency room visit was 231 mg/dl. However, customer stated that she had blood glucose levels ranging from 30-300 mg/dl and seizures as well. Customer reported issues with hypoglycemia and air bubbles in the reservoir. Nothing further reported.